Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, the clips applier was used to clip a vessel loop. The clip applier was not clipping smoothly (more force than normal was needed). The clip did not clamp the vessel loop, it was sliding very easy. The device was returned to the jnj representative. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was returned with the handles broken and slightly separated. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator did not show up. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the reported incident, the malfunction of the orange indicator wheel and the condition of the handles.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.